Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead came into the hospital due to a syncopal event. Interrogation revealed high threshold at 4.5v with suspected loss of capture; however during the interrogation in the ER no loss of capture was observed due to an escape rhythm. A non boston scientific lead was implanted and this lead was surgically abandoned. No additional adverse patient effects and no allegations from the physician were reported.

Manufacturer narrative:
This lead has been surgically abandoned. When additional information becomes avaiable this investigation will be updated.